Event description:
It was reported, "the packaging had a hole in the inner blister (plastic), product was non-sterile and was never implanted."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.